Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe holder. The customer stated problem was duplicated. Upon power up, the device was found to be on programming default which is the customer complaint issue. It determined that the user did not replace the aaa battery after 2 days, the device will reset to program default. Recommend to replace the aaa battery as soon as possible after a pump gives low battery notifications. The cause of the reported problem was traced to user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump lost programming. No adverse patient effects were reported.